Event description:
It was reported that an arrhythmia occurred. A left atrial appendage (laa) closure procedure was being performed. A transseptal approach was completed with no issues or concerns. A double curve watchman truseal access system (was) was positioned in the distal aspect of the laa (possible cauliflower morphology). After successful insertion of the pigtail catheter into the was, an angiogram was performed. At this point no abnormalities were noted. A 27mm watchman laa closure device & delivery system (wds) was prepped but was never inserted within the was sheath. As the device was being prepped, the patient's blood pressure decreased and the patient went into what appeared to be a junctional heart rhythm and hemodynamics became abnormal. Emergency protocol was administered with chest compressions performed and atropine given. Due to the event, the case was aborted. A computed tomography (CT) scan of the brain was ordered and the patient was sent to recovery. The following day, the patient's CT results were (B)(6) and hemodynamics were back to normal.